Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic blade was blunt. The procedure details and patient impact have not been provided. Additional information has been requested. Additional information received indicating that the blade was blunt during a cataract surgery. The surgery was completed by replacing the blade with another knife. There was no patient harm.